Event description:
It was reported that t:slim x2 pump battery did not charge properly and charging connection was unstable, requiring caller to hold cable in place or position pump carefully for charging to be recognized. There was no reported impact to the customer¿s blood glucose level. Customer had no alternative charging cable or wall adapter available, so technical support arranged shipment of replacement tandem cable and wall adapter within two days, advised customer to rely on multiple daily injections if pump battery depleted before receiving replacements. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.